Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is male and the baseline age is 71 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: analysis of arrhythmic events is useful to detect lead failure earlier in patients followed by remote monitoring. Journal of cardiovascular electrophysiology. 2018; 29(3):463-470. Doi: 10.1111/jce.13399. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds) and ICD leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patients experienced lead integrity alerts (lia) indicating impedance abnormalities, lead failures including fracture and insulation damage, and inappropriate therapy. The icds were reprogrammed following a remote monitoring alert and clinical follow up. The status of the patient systems is unknown. No further patient complications have been reported as a result of this event.